Event description:
The customer reported to olympus, the cysto-nephro videoscope tested positive for an unexpected contamination. The issue was found during routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured and all channels tested positive for 2 colony forming units (cfu) per milliliter of paenibacillus species and bacillus species. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than 1 colony forming units (cfu) of microbes per endoscope (cfu/endoscope) were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found following findings: bending section cover glue was separated; there was a crack on scope connector cover and on scope connector plug unit was cracked. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation results and the legal manufacturer's final investigation. As a result of checking the cleaning disinfection and sterilization practices (cds) of the user, it was confirmed that there were no obvious deficiencies in the reprocessing of the equipment. The device evaluation found no abnormalities that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The issue may be prevented by following the instructions for use sections below: cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual. Olympus will continue to monitor field performance for this device.